Event description:
It was reported there was a question as to how the device battery voltage could go down so fast and reach elective replacement indicator (eri) after only four years. In (B)(6) 2011, the battery voltage was 2.99v and the battery is now saying end of life (eol), possibly due to high battery impedance. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.